Event description:
The customer reported that during the medical procedure for varicose veins in the gsv, they punctured the gsv (in the calf area, below the knee - 20 cm) with a cannula 18g, under sono control. Then clarivein was introduced percutaneously into the peripheral vasculature under imaging guidance. The catheter insertion went smoothly. After connecting the mdu, the doctor started the procedure. The doctor treated with 30 cm gsv and found that the sclerosing solution was leaking outside of the catheter. The doctor stopped the procedure and used another clarivein. After pulling out the catheter, the doctor found that it was twisted in several places. Prolonged time of procedure, and discomfort reported for patient.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation; therefore, a device-specific physical analysis could not be performed. In lieu of a device-specific investigation, a previously established historical complaint investigation for catheter kinking and damage was used to support this evaluation. This investigation identifies forces encountered during use, including resistance associated with tortuous anatomy and handling-related stresses, as known potential contributing factors. Based on the available complaint information and the conclusions of the historical investigation, the most probable cause of this occurrence is forces imposed upon the device during use. A search of the complaint database was performed and no similar complaints were identified for the reported lot number. The device history record was reviewed, and no exception documents were found.